Manufacturer narrative:
(B)(4).

Event description:
A pt's device was explanted due to a (B)(6) infection. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.